Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with a keypad failure at channel a was confirmed by baxter personnel during product evaluation. The root cause was assigned to a broken flex cable. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.a service history review revealed no previous service events were related to the reported condition.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a keypad failure at channel a. This event had the potential to interrupt delivery. This condition occured before use. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4).